Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient had right knee revision due to infection. Dr. Reported patient is a status post knee replacement which is now infected. Dr. Decided to do an irrigation and debridement as well as a insert exchange. Dr. Implanted a # 6 11mm ps insert. After taking it through a range of motion, he changed his mind and removed the 11mm insert and implanted a 13mm ps insert. Procedure was performed without incidence.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient had right knee revision due to infection. Dr. Reported patient is a status post knee replacement which is now infected. Dr. Decided to do an irrigation and debridement as well as a insert exchange. Dr. Implanted a # 6 11mm ps insert. After taking it through a range of motion, he changed his mind and removed the 11mm insert and implanted a 13mm ps insert. Procedure was performed without incidence.